Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot numbers were not reported. The patient effect of dissection is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The root cause of the malposition of the device cannot be determined. The treatments and patient effects are related to the circumstances of the procedure. In this case, it is possible, per the reported information, ¿it was noted by the surgeon that the two sutures did not capture the artery and a dissection had occurred¿ indicates that the device position was possibly suboptimal.; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the calcified right common femoral vein using the pre-close technique via a 6f sheath hole prior to an impella coronary interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath and the impella coronary interventional procedure was completed. The knots of the two proglide sutures were successfully advanced. Reportedly post procedure, an angiogram was performed. The angiogram showed bleeding slightly above the access site. The physician went up and over and attempted to balloon tamponade the bleeding; however bleeding persisted. A covered stent was also attempted but, also failed to stop bleeding. The patient was sent for surgery. During the surgical intervention, it was noted by the surgeon that the two sutures did not capture the artery and a dissection had occurred. No additional information was provided.